Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse examined the instrument and discovered that the 36v power supply was inoperable. The fse ordered the power supply, replaced it with a new one the following day, and loaded all the reagents back on the carousel wheel. The fse also performed qc and recalibration with no issues noted. The repairs were verified per established procedures prior to returning it into service. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the smart module on the unicel dxc 800 pro synchron chemistry analyzer gave multiple download errors. The customer shut down the instrument to reset it and smelled a burning odor coming from the unit. Customer did not observe smoke. No injury was reported in this event.